Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The cause of low bg was unknown. The customer was unconscious, and received third party assistance from a neighbor, who provided and helped give the customer juice and hard candy to address bg. The customer fell and busted their lip and cut their chin because of the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.